Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a product performance issue. In the revision procedure, a non-boston scientific implantable lead was surgically abandoned due to intermittent loss of capture (loc) and a new right ventricular (rv) lead was implanted. No additional adverse patient effects outside the revision procedure were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to a product performance anomaly. In the revision procedure, a non-boston scientific implantable lead was surgically abandoned due to intermittent loss of capture (loc) and a new right ventricular (rv) lead was implanted. No additional adverse patient effects outside the revision procedure were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.